Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflets for a mitraclip procedure. During the procedure a mitraclip xtw was implanted successfully. The final mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, during a follow-up transthoracic echocardiogram (tte) it was determined that a single leaflet detachment (slda) had occurred and the device was no longer attached to the posterior leaflet. The mr was grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (tethered posterior leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a